Manufacturer narrative:
Implant regio 25 fractured. Construction was a single crown placed on the implant. Bone loss caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading of the implant after 13 years in situ. Resubmitted due to submission error.

Event description:
Implant fracture.